Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold. Also, the physician had checked the ra lead through the psa. Hence, elected to capped the ra lead. No additional adverse patient effects were reported.